Manufacturer narrative:
Reliability analysis inspected two opened and used enlite sensors and performed visual inspection and found one out of the two sensors with cannula broken and stuck to the adhesive tape. It was unable to be determined if the customer received sensor in said condition due to customer returning the sensor opened and used. The remaining sensor performed bicarbonate buffer test. The sensor failed per spec with low readings.

Event description:
The customer reported via phone call that they are receiving change sensor and calibration errors. The customer's blood glucose level at the time of incident was 216mg/dl. The customer's blood glucose level at the time of calibration error was 214.2mg/dl. The customer's blood glucose level at the time of change sensor alert was 57.6mg/dl. It was reported that the customer did eat and or drink to bring up their blood glucose levels. Troubleshooting was conducted. The customer's sensors are being replaced and returned for analysis.